Manufacturer narrative:
Other text: evaluation results: one medfusion pump was returned for investigation in used condition. Both seals were removed. The top and bottom cases were in excellent condition. The right plunger case was cracked. There was visible contamination by the "l" bracket pole clamp. The investigator was unable to retrieve the event history log due to a power up issue. The device was powered on. An intermittent power/charge up issue was observed. This issue was caused by a faulty interconnect board, battery, and main pc board. This confirmed the customer reported product problem. The problem source of the reported product problem was unknown. A root cause was not established. The aforementioned components along with the right plunger case, lcd display (damaged), size pot, lead screw/clutches (rusty), and radio were replaced. The pump was then re-calibrated and subsequently passed all the functional tests.

Event description:
It was reported that the pump had a bad interconnect board. No patient injury or complications were reported in relation to this event.